Event description:
An alarm issue was reported with the Abbott Diabetes Care (ADC) device in use with iPhone 13 Pro Max, iOS operating system and version 26.5. The high/low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced symptoms described as dizziness, sweating, "felt like going to fall asleep, burning ears, legs got heavy and started shaking". The customer self-treated with "crackers and peanut butter and boiled egg". No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor Investigation:The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A Tripped Trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues.If product is returned, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.All pertinent information available to Abbott Diabetes Care has been submitted.Software Investigation:An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.The customer experienced missing high/low glucose alarms with the reported application. Per the compatibility guide, use of the iOS 26.5 operating system is incompatible with the reported application software version1.3.0.1945. This guide is available to the user on the websites where the product is launched.The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.All pertinent information available to Abbott Diabetes Care has been submitted.